Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Subluxation found in x-ray films. Revision surgery for changing all components done on (B)(6) 2015.